Event description:
Customer reported receiving a "scan again in 10 minutes" message on the same day of the adc freestyle libre sensor insertion. Customer further reported not being able to check glucose level and experienced unspecified symptoms of hypoglycemia and was treated with ¿orange juice¿ by a non-hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information : section h4 (device manufactured date) has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from the returned sensor using approved software. Sensor found to be in sensor state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported receiving a "scan again in 10 minutes" message on the same day of the adc freestyle libre sensor insertion. Customer further reported not being able to check glucose level and experienced unspecified symptoms of hypoglycemia and was treated with ¿orange juice¿ by a non-hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 10 minutes" message on the same day of the adc freestyle libre sensor insertion. Customer further reported not being able to check glucose level and experienced unspecified symptoms of hypoglycemia and was treated with ¿orange juice¿ by a non-hcp. There was no report of death or permanent impairment associated with this event.